Event description:
Patient reports that he had foot surgery on (B)(6) 2010 after which an unspecified polar care product was applied. He was instructed to use the product for 24 hours a day for 4 days. When he removed the bandage, he reports that the skin was 'falling off.' He was readmitted to the hospital on (B)(6) 2010 and his 4th toe was amputated. He reports that after reading the instructions on the unit, the instructions from the doctor were not the same. Repeated attempts to contact patient have not been successful, MDR report issued.